Manufacturer narrative:
A philips remote service engineer (rse) confirmed with the customer the speaker was completely out of sound and there was a speaker inoperative message present. The speaker assembly was replaced to resolve the issue. After speaker replacement the device was returned to functional use with no further issues identified. The device remains at the customer site.

Event description:
It was reported that the alarm was not working and required a speaker replacement. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.